Manufacturer narrative:
Treatment of the reported event involved wound debridement and treatment with IV antibiotics. The infection was reportedly resolved without further action. "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries". "...potential risks identified with the use of this system, which may require additional surgery, include: infection." Device not returned.

Event description:
On (B)(6) 2015 a (B)(6) year-old male patient underwent a 4-level acdf procedure from c3 to c7. Six months after index surgery the patient fell, after which the patient reported increased cervical pain. A MRI showed spinal canal narrowing at c4 and c5 with evidence of edema. CT images demonstrated subsidence of c3 interbody graft. As a result of the impact, instability increased; a posterior cervical fusion construct was added on (B)(6) 2016. The revision surgery was complicated by a post-operative infection requiring wound debridement and IV antibiotics. Patient has recovered from the reported infection.